Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip cable is broken at the distal idlers and intuitive motion is no longer being experienced at the grip tips. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, a fragment from the megasuturecut needle driver instrument broke off and fell into the patient. Per the to the information provided by the initial reporter, the broken instrument fragment was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci hysterectomy procedure, while the surgeon was suturing using the megasuturecut needle driver instrument, the wire on the instrument broke, causing a fragment from the instrument to fall into the patient. The surgeon retrieved the broken instrument fragment from the patient and the planned surgical procedure was completed. There was no allegation of any patient harm, adverse outcome or injury. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator who initially reported this complaint. According to the robotics coordinator, the surgeon was able to remove the broken instrument fragment laparoscopically using the da vinci surgical system. The robotics coordinator indicated that the surgeon was suturing the patient's vaginal cuff when the cable on the megasuturecut needle driver instrument broke. The robotics coordinator indicated that the instrument did not make contact with any other instruments during the surgical procedure and it is unknown what caused the cable on the instrument to break. According to the robotics coordinator there was no harm to the patient and to the best of her knowledge, the patient has not returned to the hospital due to retaining any fragment(s) from the instrument.